Event description:
It was reported by the staff that a 3.0x18mm locking screw did not lock into the plate. Screw was discarded and replaced with another 3.0x18mm locking screw.

Manufacturer narrative:
The device will not be returned, it was discarded. Additional information was requested and if received will be provided on a supplemental report. Device was discarded.

Manufacturer narrative:
Evaluation summary: the reported incident that a screw went through this anchorage plate could not be confirmed, since the device was not returned for evaluation. The root cause of this problem has been identified as a design issue. This problem has been identified during nc and is addressed by a CAPA. A new design will be implemented as soon as validated. As no plate has been discarded and this surgery has been completed successfully with the plate, no credit note will be provided. A review of the device history was not possible because the lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
It was reported by the staff that a 3.0x18mm locking screw did not lock into the plate. Screw was discarded and replaced with another 3.0x18mm locking screw.